Manufacturer narrative:
E1 - facility information: (B)(6). Investigation summary the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint was received regarding a tego¿ connector, that experienced leakage during use. It was reported, the event was not detected prior to direct patient use, there was one device involved. The incident is " the blood has passed through the cap."